Event description:
The customer reported that prior to a case, the system's left monitor had poor image quality. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on-site investigation. The left monitor was replaced and calibrated. The system was tested and operates as intended.